Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported there was a disconnect of the pump line to the patient where the piece securing the medication to the patient came loose creating a hazardous chemo spill when they were in the bathroom. Hazmat came to clean up the floor. All the medication was lost and new tubing had to be set up. There was no patient harm.